Event description:
It was reported through litigation process that sometime post a port placement, the port allegedly migrated centrally. However, the current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported as unknown. Investigation summary: the physical device was not returned for evaluation. No medical record was provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot investigation summary: the physical device was not returned for evaluation. Medical records were provided and reviewed. The medical records allege that, the patient underwent port placement procedure for chemotherapy administration for lung cancer. The left subclavian vein was accessed with a needle. A guidewire was advanced through the needle into the superior vena cava, and its position was confirmed with fluoroscopy. The infuse port catheter was then advanced into the superior vena cava and the introducer was removed. Fluoroscopy confirmed the tip of the catheter to be within the superior vena cava. A skin incision was made and carried deeper through the subcutaneous tissue to the pectoralis muscle to create a pocket for placement of port. Blunt dissection was used to create a tract between pocket and the entry site of the catheter. Under fluoroscopic guidance, the catheter was trimmed so that the distal end would be at the cavoatrial junction. The catheter was secured to the port utilizing the connecting device. The port and catheter were flushed with saline without difficulty. On the same day, x-ray chest was performed which showed left subclavian chest port with the catheter tip at the cavoatrial junction. Approximately three months, one week and four days post port placement, patient underwent evaluation of port under fluoroscopy for dysphagia and pain during port flushing. The study showed left subclavian approach port catheter is intact. Upon injection with contrast, there is extravasation of contrast from the proximal port catheter. The impression concluded that proximal port catheter leakage may reflect pinch off from repetitive mechanical stress at the right clavicle and left first rib. The port should be removed as soon as possible. Two days later, the patient presented to the office visit for carcinoma of right lung. He had multiple infusion for chemotherapy and recently there have been difficulties with the port and a contrast study was obtained. On the same day, x-ray chest was performed to check port position and port evaluation. The study showed that there is a left mediport, with its tip overlapping the superior vena cava. There is a linear structure resembling a wire partially overlapping the catheter but terminating outside the confines of the catheter and approximately 3 cm from the access site, migrated centrally since the prior exam. Sometime later, on the same day, patient underwent port removal procedure for malfunctioning left subclavian port. Fluoroscopy was used to evaluate the catheter. A transverse incision was made, and dissection was carried deeper through the subcutaneous tissues and thoracic wall musculature utilizing the electrocautery. Able to visualize the catheter and placed a clamp distal to the area that was damaged and leaking. A second transverse incision was made over the port after the infiltration of local anesthetic. The dissection was carried deeper through the subcutaneous tissues and through the fibrous capsule utilizing the electrocautery. Under fluoroscopic visualization, the intravascular portion of the catheter was removed without difficulty and intact. The catheter was then transected proximal to the damaged area and the port was removed without difficulty. Patient tolerated the procedure well. Later same day, chest x-ray was performed post port removal. The study showed that status post left port removal without evidence of complication. Around five days later, a computed tomography of thorax with contrast study was performed for follow-up of lung cancer. The study showed that significantly improved right hilar mass. Approximately one month, one week and four days later, an MRI of abdomen was performed for history of lung cancer. The study showed that two segments of hepatic lesions consistent with benign hemangiomas. Therefore, the investigation is confirmed for the reported migration and obstruction of flow as objective evidence is provided for review. Furthermore, clinical event reported in the complaint cannot be confirmed. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiry date: 12/2024), g2, g3, h6 (device, method) h11: b3, b5, d4 (medical device lot number), h6 (patient, result) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported through litigation process that three months and eleven days post a port placement via the left subclavian vein, the port allegedly developed with pinch off due to repetitive mechanical stressand. It was further reported that the port allegedly migrated with its tip overlapping the superior vena cava and there was a linear structure resembling a wire partially overlapping but terminating outside the confines of the catheter and migrated centrally. Furthermore, patient allegedly experienced extravasation of contrast from the proximal port catheter and had pain during flushing. Reportedly, the port was removed. However, the current status of the patient is unknown.